Event description:
Rptr at hosp declinded to comment on exact event. The rptr stated that the hosp biomed dept has evaluated all units involved and all "tested ok." Rptr stated that their risk mgmt informed him no reports would be filed and no further follow-up at this time. When inquiring in regards to the condition of the infant involved the rptr stated that a small reddened area along the nares has been classified as a burn. The infant is a 1kg, 28-29 week gestation neonate who is intubated and on the ventilator at this time.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.